Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 46mg/dl which was treated with juice or soda. Customer¿s current blood glucose was 150mg/dl. Customer reports programming was accurate. Customer advised to monitor insulin pump and consult with health care professional. Insulin pump will not be return for analysis.